Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, evidence from investigation indicates that the device was scheduled to be returned, but it has not been returned and no subsequent information is available, so the cause of the problem could not be determined. Additionally, while there were delays in solving the problem, there was no health hazard to the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center experienced an e226 error code. This issue was found during an unspecified procedure. The customer indicated that the devices were failing at the beginning or middle of cases and that the screen would go black, and they would have to use a backup to complete the case. There was just a couple of seconds delay as the backup was handy. There were no reports of patient harm or injury. The error message occurred during multiple procedures. See related patient identifier: (B)(6).

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.